Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprostheses (tgt3720/8317570, tgt3720/8349846). It was reported that paraplegia was found after the procedure. The physician decided to treat the paraplegia by performing spinal drainage and administering medications. On (B)(6) 2011, at six-month follow-up study, the paraplegia remained. The physician decided to take a wait and watch approach. The patient did not continue follow-up, therefore, no further information is available.